Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with a dislodged lead. The patient was asymptomatic. During the lead revision procedure, the physician was unable to extend the lead helix fully. A different lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.